Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available

Event description:
It was reported that the device had an upstream occlusion alarm. It had been confirmed that there were no obvious occlusions between the pump and the medication bag, and that the medication bag was fully spiked. The cassette could not be removed, as per sfi. The device is not available for evaluation/return. There was a patient involvement and no patient harm/adverse event reported.